Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As no contact information has been provided, no follow up can or will be performed at this time. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. Citation: int. J. Adv. Multidisc. Res. Stud. 2024; 4(2):713-716.

Event description:
Title: comparison of mesh fixation with prolene suture and staple gun in terms of post-operative outcome following inguinal hernioplasty. The objective of the study is to compare the efficacy of using prolene suture (ethicon) and non-ethicon staple gun (manufacturer: unknown) during mesh fixation in terms of postoperative outcomes during lichtenstein repair for inguinal hernias. From january 01, 2023, to december 31, 2023, the patients were allocated in 2 groups through blocked randomization: group a (use of prolene suture for mesh fixation) and group b (using staple gun for mesh fixation). The mean age of the patients was 44.40 years ± 1.85 and all were males. Reported complications included surgical site infection (n=3), and seroma formation (n=?). In conclusion, in terms of post-operative complications there is no noticeable difference between the two techniques of mesh hernioplasty other than duration of surgery which is relatively better in the staple gun technique.